Event description:
The stent delivery catheter came in contact with the inflated occlusion balloon causing it to deflate. The physician inserted the occlusion balloon wire into the pt and inflated it to 3mm to occlude the vessel. The physician inserted a stent delivery catheter and placed the stent. The stent came in contact with the occlusion balloon causing it to deflate. The physician inserted the aspiration catheter and aspirated particulate from the vessel. The device was removed and replaced with another to complete the case. The pt is reported to be fine.